Event description:
Surgeon requested system be checked after having to perform vitrectomies due to posterior capsule tears. Additional info received from surgoen, ruptures occurred at end of cotrical aspiration, with subsequent vitreous loss. Four I/a tip aspiration ports were viewed under high magnification; three were found to be rough and irregular. Pt went to recovery area in good condition.